Event description:
Customer called stating that the light would not work when the blade is attached. They have changed the blubs and batteries, no change.

Manufacturer narrative:
(B)(4). The customer returned one 008621000 rusch standard handle: medium for investigation (lot 210601). The customer also returned one rusch standard mac 3 blade (008603300, lot 74e2202507). Visual examination did not reveal any obvious defects or anomalies. The device appeared typical. Functional inspection was performed per IFU l07064 by attaching the handle to the returned mac blade. Lab inventory batteries were placed into the returned handle since no batteries were returned in the device. To switch on, the blade was pulled up and the blade/handle system was able to properly illuminate. Functional testing was also performed with a known good lab inventory blade. The same results followed as the blade/handle system was able to properly illuminate. The customer reported lot 210501, however the device received was lot 210601. The dhrs for both lots were reviewed as part of this investigation. DHR for 008621000 rusch standard handle: medium, lot 210501: the device history record of lot 210501 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. DHR for 008621000 rusch standard handle: medium, lot 210601: the device history record of lot 210601 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The IFU that is provided for this device, (l07064), states "before use, always check: the device is free from damage. Batteries are inserted and handle cap is securely closed. Bulb and/or rusch fiberclip (fiber optic light guide) are securely attached to the blade. Operating instructions: laryngoscope handles and blades: attach blade to compatible handle. Click into place. To switch on, pull blade up. To switch off, fold blade down." Corrective action is not required at this time as no problem was found with the returned sample. The handle was able to properly illuminate. The complaint cannot be confirmed. Functional testing confirmed that the handle was able to properly illuminate with multiple blades attached. No issues were identified with the light function of the handle. A device history record review was performed with no relevant findings identified. Therefore, the complaint cannot be confirmed as there was no fault found with the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer called stating that the light would not work when the blade is attached. They have changed the bulbs and batteries, no change.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.